Event description:
It was reported that the distal tip of the catheter detached. The patient presented with unstable angina. Access was obtained via right femoral artery. The diffuse in-stent restenosed target lesion was located in the left anterior descending artery with timi 2 flow. The vessel was dilated with a 2.00 x 25mm balloon with a plan to then intravascular ultrasound (ivus) the artery. An atlantis sr pro was prepared and advanced into a guide catheter and passed into the artery. As it was being advanced, the physician noticed that the tip was not advancing but there was a separate radiolucent structure at the tip of the guide catheter. At that moment the physician realized the tip had detached. The physician then advanced two guidewires beyond the tip of the ivus catheter. Over one of the wires, the physician passed a 2.5mm balloon and attempted to inflate beyond the ivus tip, to bring it back into the guide catheter. This was partially successful, but in the process the guide catheter came back in to the aorta. It was then possible to bring the ivus tip down to the right iliac. The physician attempted to bring the tip back into the guide catheter and into the sheath. The physician removed the sheath in case the tip of the ivus catheter had lodged there. The tip was not found. Screening of the heart, iliac, and femur down to the knee found no evidence of the tip. They could not screen down to the feet. No further patient complications were reported. The vessel was dilated; however, further intervention is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device lot number corrected from 15446961 to 13826516. Device expiration date corrected from 08/09/2013 to 10/08/2011. Device manufactured date corrected from 08/09/2012 to 08/09/2012device evaluated by MFR. The complaint device was returned for evaluation. The distal tip assembly was broken off when received. The distal tip sheath assembly got broken off 4.2cm long and observed brittle. The other portion of broken distal tip were missing including the distal tip end with ro marker assembly approximately 4.8cm long. The lot number of the returned catheter (13826516) expiration date is passed the reported event date. The entire measurement length of the returned sheath assembly was 137.0cm long from male luer connection end to the broken distal sheath tip end. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "not use the device after indicated ¿use by¿ date. Use of an expired device could result in patient injury due to device degradation. The use of the expired product most likely resulted in the tip separation and subsequent un-retrieved device fragment issues." (B)(4).

Event description:
It was reported that the distal tip of the catheter detached. The patient presented with unstable angina. Access was obtained via right femoral artery. The diffuse in-stent restenosed target lesion was located in the left anterior descending artery with timi 2 flow. The vessel was dilated with a 2.00 x 25mm balloon with a plan to then intravascular ultrasound (ivus) the artery. An atlantis sr pro was prepared and advanced into a guide catheter and passed into the artery. As it was being advanced, the physician noticed that the tip was not advancing but there was a separate radiolucent structure at the tip of the guide catheter. At that moment the physician realized the tip had detached. The physician then advanced two guidewires beyond the tip of the ivus catheter. Over one of the wires, the physician passed a 2.5mm balloon and attempted to inflate beyond the ivus tip, to bring it back into the guide catheter. This was partially successful, but in the process the guide catheter came back in to the aorta. It was then possible to bring the ivus tip down to the right iliac. The physician attempted to bring the tip back into the guide catheter and into the sheath. The physician removed the sheath in case the tip of the ivus catheter had lodged there. The tip was not found. Screening of the heart, iliac, and femur down to the knee found no evidence of the tip. They could not screen down to the feet. No further patient complications were reported. The vessel was dilated; however, further intervention is planned.